Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Concomitant medical products: model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 253145a, model/catalog description: artisan surgical lead 70cm.

Event description:
A report was received that following an implant procedure, the leads were glued with some substance to the ipg and had to be cut and removed. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.